Event description:
It was reported that, "hospital called to report bone cement product was broken upon delivery."

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.